Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 21-mar-2017. The most recent information was received on 04-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("diffuse abdominal pain at time of menstruation"), facial paralysis ("hemi-facial palsy for around 2 weeks") and vitreous detachment ("vitreous detachment") in a female patient who had essure (batch no. 835435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced facial paralysis (seriousness criterion medically significant). In 2014, the patient experienced hypoaesthesia ("numbness in right arm at night"), pain in extremity ("pain and difficulty moving it (arm)"), neck pain ("cervical neck pain") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vitreous detachment (seriousness criterion medically significant) with visual impairment, asthenopia and vision blurred, ovulation pain ("diffuse abdominal pain at time of ovulation"), muscular weakness ("no strength left in arm"), musculoskeletal pain ("shoulder pain"), amnesia ("loss of memory"), irritability ("irritability") and asthenia ("asthenia"). The patient was treated with surgery (steps underway for removal (possible hysterectomy and salpingectomy)). At the time of the report, the dysmenorrhoea, vitreous detachment, ovulation pain, hypoaesthesia, pain in extremity, neck pain, migraine, muscular weakness, musculoskeletal pain, amnesia, irritability and asthenia outcome was unknown and the facial paralysis had resolved. The reporter provided no causality assessment for amnesia, asthenia, dysmenorrhoea, facial paralysis, hypoaesthesia, irritability, migraine, muscular weakness, musculoskeletal pain, neck pain, ovulation pain, pain in extremity and vitreous detachment with essure. Diagnostic results: 3-month confirmatory test was ok. On (B)(6) 2013, magnetic resonance imaging (MRI) found nothing. In 2015, ultrasound. In 2016, physiotherapy sessions, MRI. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: dysmenorrhoea: the analysis in the global safety database revealed 116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 835435 - production date: feb-2011 - expiration date: feb-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced diffuse abdominal pain at time of menstruation, hemi-facial palsy for 2 weeks, and vitreous detachment. At time of report the consumer had opted for device removal. The events were considered serious due to medical significance. Dysmenorrhea is anticipated in the reference safety information of essure, the other two events are unanticipated. Abdominal, pelvic and uncharacterized can occur after the insertion or during the use of essure. In this particular case, no clinical details were available, but in the lack of alternative explanations a causality for dysmenorrhea cannot be excluded (related). Concerning facial paralysis, this disorder is caused by peripheral or central affections of the facial nerve, the causes of which are infectious (especially viral), metabolic (e.g. Diabetes), or idiopathic. Due to the nature of this event, a causality of essure is considered very unlikely (unrelated). Concerning vitreous detachment, this condition is characterized by a separation of the posterior vitreous membrane from the retina. Recognized risk factors are advanced age, refractive errors (especially myopia), or ocular traumata. Considering the nature of this event, a causality of essure is very unlikely (unrelated). Numerous non-serious events of generalized or musculoskeletal nature were also reported. The case was classified as incident because of planned device removal. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Active follow-up will not be pursued in this ha case.

Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("diffuse abdominal pain at time of menstruation"), facial paralysis ("hemi-facial palsy for around 2 weeks") and vitreous detachment ("vitreous detachment") in a female patient who received essure (batch no. 835435). The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. In (B)(6) 2013, the patient experienced facial paralysis (seriousness criterion medically significant). In 2014, the patient experienced hypoaesthesia ("numbness in right arm at night"), pain in extremity ("pain and difficulty moving it (arm)"), neck pain ("cervical neck pain") and migraine ("migraines"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), vitreous detachment (seriousness criterion medically significant) with visual acuity reduced, asthenopia and vision blurred, ovulation pain ("diffuse abdominal pain at time of ovulation"), muscular weakness ("no strength left in arm"), musculoskeletal pain ("shoulder pain"), amnesia ("loss of memory"), irritability ("irritability") and asthenia ("asthenia"). The patient was treated with surgery (steps underway for removal (possible hysterectomy and salpingectomy)). At the time of the report, the dysmenorrhoea, vitreous detachment, ovulation pain, hypoaesthesia, pain in extremity, neck pain, migraine, muscular weakness, musculoskeletal pain, amnesia, irritability and asthenia outcome was unknown and the facial paralysis had resolved. The reporter provided no causality assessment for dysmenorrhoea, facial paralysis, vitreous detachment, ovulation pain, hypoaesthesia, pain in extremity, neck pain, migraine, muscular weakness, musculoskeletal pain, amnesia, irritability and asthenia with essure. Diagnostic results: 3-month confirmatory test was ok. In (B)(6) 2013, magnetic resonance imaging (MRI) found nothing. In 2015, ultrasound in 2016, physiotherapy sessions, MRI. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced diffuse abdominal pain at time of menstruation, hemi-facial palsy for 2 weeks, and vitreous detachment. At time of report the consumer had opted for device removal. The events were considered serious due to medical significance. Dysmenorrhea is anticipated in the reference safety information of essure, the other two events are unanticipated. Abdominal, pelvic and uncharacterized can occur after the insertion or during the use of essure. In this particular case, no clinical details were available, but in the lack of alternative explanations a causality for dysmenorrhea cannot be excluded (related). Concerning facial paralysis, this disorder is caused by peripheral or central affections of the facial nerve, the causes of which are infectious (especially viral), metabolic (e.g. Diabetes), or idiopathic. Due to the nature of this event, a causality of essure is considered very unlikely (unrelated). Concerning vitreous detachment, this condition is characterized by a separation of the posterior vitreous membrane from the retina. Recognized risk factors are advanced age, refractive errors (especially myopia), or ocular traumata. Considering the nature of this event, a causality of essure is very unlikely (unrelated). Numerous non-serious events of generalized or musculoskeletal nature were also reported. The case was classified as incident because of planned device removal. A product technical analysis is expected. Active follow-up will not be pursued in this ha case.